Manufacturer narrative:
MDR (B)(4). E1: patient city: borgerhout patient country: belgium name:(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4).

Event description:
It was reported on 05-may-2026 that the patient's infusion sets fell off from skin after few days of use.